Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump tubing was coming off and there was crack on the reservoir compartment. The customer's blood glucose level was 179mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, cracked battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window. The reservoir cannot be held in place in the reservoir tube due to the broken reservoir tube lip.